Manufacturer narrative:
The pump was returned to animas for evaluation. Evaluation has not been completed.

Event description:
It was reported that the patient was hospitalized for elevated blood glucose levels and dka.